Event description:
Customer's mother reported that customer has had multiple no deliver alarms over the last few months. The no delivery alarms were resolved with complete set changes. Customer's mother also reported a motor error. Customer's blood glucose is 420 mg/dl. Customer will treat with a manual injection. The error occurred during a bolus delivery. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer's mother was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.